Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Data logs were returned.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure (cpb), the electronic patient gas system (epgs) icon on the central control monitor (ccm) was displayed as pink. The system was rebooted and the issue resolved. However, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, the gas system was successfully calibrated on (B)(6) 2017 at 08:00:06 am. At 08:20:23 am, flow was set to 0 l/min from 1 l/min. At 09:00:45 am the gas system reports a "flow motor/mechanical fault" which will cause a "service gas system" alert which will cause the gas system icon to flash yellow (not pink as reported). The system 1 is power cycled and now the gas system is ok again. There were no other indications of a problem. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 2.10 volts, within the specification of .55-2.758 volts. The pst measured the accuracy of the o2% and out of specification readings were noted. He temporarily replaced the o2 sensor and software module but that did not bring the readings within specification. The electronic patient gas system (epgs) icon on the screen displayed by pink was not experienced during laboratory testing.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported issue. As per subsidiary, defect pertains to "service gas system" which is an error message displayed. Service gas system is said to be displayed in pink on the screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.